Manufacturer narrative:
Unit received with button error alarm and had unresponsive esc and act buttons due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the keypad buttons are not responsive. Customer does not recall any significant events leading to the error, except that the pump was dropped. Customer's blood glucose was 95 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.